Event description:
Limited information was reported through a legal event that a (B)(6) man patient underwent a hernia repair surgery on or about (B)(6) 2013. The records indicate this is a lifecell strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2014 for a revision surgery.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
Internal investigation into strattice lot s11220 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 06/23/2022, of the (B)(6) devices released to finished goods for lot s11220, (B)(6) have been distributed with (B)(6) reported as implanted. Based on our internal review with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.

Event description:
This is follow up#1 to report additional information was received from legal on 6/14/22 that the lot associated with this event was found through discovery and is s11220-151. As reported in the initial: limited information was reported through a legal event that a 69 year old man patient underwent a hernia repair surgery on or about (B)(6) 2013. The records indicate this is a lifecell strattice mesh. After surgery, the patient returned to the hospital on or about (B)(6) 2014 for a revision surgery.